Manufacturer narrative:
Concomitant medical products: product ID: dtpa2d1 crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their physician advised them that their lead which was implanted in 2013 is not working, and in need for a replacement. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.